Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the bottom of the pta balloon was allegedly broken. It was further reported that the blood flow into the pressure pump during pressure release was found to be broken. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the bottom of the pta balloon was allegedly broken. It was further reported that the blood flow into the pressure pump during pressure release was found to be broken. The procedure was completed using another balloon. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the bottom of the pta balloon was allegedly broken. It was further reported that the blood flow into the pressure pump during pressure release was found to be broken. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 01/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.